Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 but there are multiple events on (B)(6) 2010, indicating the device was switching itself on automatically. The problem with the device was revealed to be a fault with q37 transistor on the printed board assembly. The fault appears to have occurred shortly after installation by the user. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.